Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate or insufficient reprocessing methods or handling. It is recommended that the user facility review the method of operating environment, reprocessing methods and method of handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that insufficient reprocess (nozzle blockage) occurred with the evis lucera gastrointestinal videoscope. The event occurred during gastric endoscopy procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. In addition, air/water leakages, damage or deformation due to physical stress, angle wires stretched, and suction cylinder scraped with a cleaning brush were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.